Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had ¿settings not available¿ on her patient programmer. The patient fell but did not feel it was a jarring fall. Issues with the programmer started after the fall. Impedances tested over 40,000 on all electrodes on the 8-15 lead. The patient was reprogrammed using only the 0-7 lead and they were able to get bilateral coverage in the areas needed and the patient left satisfied with coverage. No patient symptoms were reported. No further complications were reported/anticipated.